Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused perforation of filter strut(s) outside the ivc, tilted, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved which required sent placement. The patient is reported to have experienced pain, varicose veins, depression and feels that the filter has contributed to heart failure. The indication for the filter implant was a history of left lower extremity venous thrombosis (dvt) and pulmonary embolism (pe) and planned placement prior to gastric bypass surgery. The filter was placed via the right common femoral vein and deployed in the infrarenal position. At the time of filter placement there was no evidence of caval thrombosis. The patient tolerated the procedure well without complications. The patient¿s medical history is reported as morbid obesity, tourette¿s syndrome. Approximately five months post implantation, the patient was admitted to the emergency room with increased swelling and pain in both legs. The patient was admitted a week earlier for swelling of the left leg. An ultrasound showed dvt and the patient was placed on heparin and coumadin but left the hospital against medical advice. During the readmission an ultrasound showed dvt in both legs, the patient was ultimately discharged home nine days later. Approximately one month later, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis with runoff to the lower extremities to evaluate the occluded filter. The findings noted chronic occlusion of the ivc, chronic thrombus in the right external iliac vein with likely multiple additional thrombi in the lower extremities. Extensive collaterals and marked subcutaneous varices. A complex left upper renal multi-septated cyst was also noted. Approximately fourteen months post placement the patient underwent a gastric banding procedure. The patient was also scheduled to undergo a thrombectomy of the clot in the ivc, the records for that procedure have not been provided. Approximately nine years and ten months post implant the patient underwent a computed tomography scan of the abdomen and pelvis with runoff to the lower extremities to evaluate the occluded filter. The findings noted chronic occlusion of the ivc, chronic thrombus in the right external iliac vein with likely multiple additional thrombi in the lower extremities. Extensive collaterals and marked subcutaneous varices. A complex left upper renal multi-septated cyst was also noted. Approximately twelve years and nine months post implant the patient an unsuccessful underwent attempted percutaneous filter removal due to chronic bilateral lower extremity and ivc thrombosis/occlusion below the level of the filter. Venogram through both femoral access sites was performed, demonstrating extensive collateral veins but no in-line flow of contrast centrally through the deep venous circulation. Venous occlusion was noted at the level of the common femoral veins bilaterally. A straight flush catheter was advanced to the level just superior to the ivc filter and a venogram was performed there, showing patency of the ivc superior to the filter with thrombosis inferior to the shoulders of the ivc filter. After multiple unsuccessful attempts to loop snare the filter, all catheters, wires, and sheaths were removed. The findings showed a trapease filter in the infrarenal position, occlusion of the inferior vena cava below the ivc filter, common iliac veins, external iliac veins, and common femoral veins bilaterally, extensive venous collaterals on common femoral venogram bilaterally with no in-line flow from the common femoral veins to the inferior vena cava. The impression noted an unsuccessful attempt to retrieve the trapease ivc filter due to extensive ivc intimal growth onto the filter struts. The plan was to reschedule the patient for reattempt at recanalization of the lower extremity veins, pelvic veins, and ivc from a popliteal vein approach. The findings noted chronic occlusion of the bilateral lower extremity deep venous system from the popliteal vein centrally to the level of the trapease infrarenal filter. Approximately one month later the patient underwent another attempt to recanalize the ivc and occluded veins with angioplasty. A venogram showed innumerable collateral vessels and no viable recanalization target, attention was then targeted towards the right side. Impression post procedure indicated chronic occlusion of the bilateral lower extremity deep venous system from the popliteal vein centrally to the level of the trapease infrarenal ivc filter, successful recanalizatlon of the right lower extremity venous system to the level of the ivc, facilitated by the rf wire with venoplasty using a 6 mm x 10 cm powerflex balloon, an 8mm x 10 cm powerflex balloon followed by the placement of a 14 mm x 120 mm e-luminexx stent above the trapeze filter, followed a second 14 mm x 120 mm and an additional 14 mm x qo mm eluminoxx stent wore deployed throughout the remaining length inferiorly from the ivc filter through the ivc, right iliac vein and right femoral vein to the level of the lesser trochanter, the stents were then sequentially balloon plastied with 10 mm x 6 cm conquest balloons and 12 mm x 4 cm atlas balloons. Results showed successful venoplasty and stenting of the right lower extremity system to the level of the ivc, with sluggish but present flow, and unsuccessful recanalization of the left lower extremity venous system. The patient was stable after the procedure and transferred to the recovery room. Approximately seven months later results of a CT scan showed the ivc filter is reidentified, interval placement of a stent graft along the right common external iliac extending superiorly to the level of the superior margin of the ivc filter. Patency of the stents could not be assessed on a non-contrast CT scan. Interval removal of the gastric band and gastric surgery. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and discomfort of the affected extremity. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Common causes of heart failure include coronary artery disease including a previous myocardial infarction, high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. Anxiety, heart failure, swelling and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the information provided it is not possible to draw a conclusion between the reported events and the filter. There is nothing in the information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved which required sent placement. An unsuccessful filter removal attempt was performed approximately twelve years post implantation. The patient is reporting pain, suffering, depression and fear that the implant has moved and will cause injury or death. Information contained in the medical records indicated that the filter was placed due to a history of left lower extremity venous thrombosis (dvt) and pulmonary embolism (pe) and planned placement prior to gastric bypass surgery. During the implant procedure, the filter was placed via the right common femoral vein and deployed in the infrarenal position. The filter was advanced through a 6 fr sheath. At the time of filter placement there was no evidence of caval thrombosis. The patient tolerated the procedure well without complications. The patient¿s medical history is reported as morbid obesity, tourette¿s syndrome. Approximately five months post implantation, the patient was admitted to the emergency room with increased swelling and pain in both legs. The patient was admitted a week earlier for swelling of the left leg. An ultrasound showed dvt and the patient was placed on heparin and coumadin, but left the hospital against medical advice. During the readmission and ultrasound showed dvt in both legs, the patient was ultimately discharged home nine days later. Approximately one month later, the patient underwent a computed tomography of the abdomen and pelvis with runoff to the lower extremities to evaluate the occluded filter. The findings noted chronic occlusion of the ivc, chronic thrombus in the right external iliac vein with likely multiple additional thrombi in the lower extremities. Extensive collaterals and marked subcutaneous varices. A complex left upper renal multi-septated cyst was also noted. The patient underwent an unsuccessful filter removal attempt twelve years and nine months post implantation. Venous occlusion was noted at the level of the common femoral veins bilaterally.

Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent a surgical procedure to implant a trapease¿ filter for the treatment for deep vein thrombosis and pulmonary embolism. Twelve (12) years later, the patient received an exam to remove his ivc filter and the removal attempt was unsuccessful. Approximately 1 month later, the patient received an exam to recanalize his ivc filter. As a result of the malfunction of the trapease¿ filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent a surgical procedure to implant a trapease¿ filter for the treatment for deep vein thrombosis and pulmonary embolism. Twelve (12) years later, the patient received an exam to remove his ivc filter and the removal attempt was unsuccessful. Approximately 1 month later, the patient received an exam to recanalize his ivc filter. As a result of the malfunction of the trapease¿ filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.